Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic protector burned while they were harvesting. Had to open another kit.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). Updated field: a2, a3a, a3b, a4, b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 05/23/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be intact. The hot jaw silicone insulation was observed to be intact. The cold jaw silicone insulation was observed to be peeled back, exposing the cold metal jaw tip. No other visual defects were observed in the photograph. An investigation was conducted on 06/04/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact with no visual defects observed. The clear silicone insulation on the hot jaw was observed to be intact. The clear silicone insulation on the cold jaw was observed to be peeled back from the cold jaw, exposing the cold metal jaw. No other visual defects were observed. Based on the photographic evaluation as well as the returned condition of the device and the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000470997 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.